Event description:
Boston scientific received information that this device is included in the mid-life display of replacement indicators product advisory. The caller stated that elective replacement indicator (eri) had been declared on (B)(6) 2011. The current monitoring voltage is 2.58v and the current charge time is 23.8 seconds.

Manufacturer narrative:
A boston scientific technical services consultant discussed the advisory with the caller. The device remains implanted at this time and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was subsequently explanted and returned for analysis. This product issue will be updated when device evaluation is complete.

Event description:
------